Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-00373, 2134265-2013-00377, 2134265-2013-00378, 2134265-2013-00379. Same patient as MDR ID#: 2134265-2013-00380, 2134265-2013-00381, 2134265-2013-00382. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis myocardial infarction (mi) and required a target vessel revascularization (tvr). In (B)(6) 2010, the patient presented with unstable angina (braunwald classification iib) and cardiac catheterization was recommended. The 1st target lesion was a long lesion located in the proximal right coronary artery (prox rca) extending into the mid rca with 75% stenosis and was 15mm long with a reference vessel diameter of 3.00mm. While placing a 3.00x28mm taxus liberte stent after pre-dilation, the patient experienced chest pain rated at a scale of 6 out of 10. The patient was given intravenous 25mcg fentanyl for sedation. The 3.00x28mm taxus liberte stent was eventually deployed in the prox rca. Residual stenosis was 0% following post-dilation. The patient continued to experience chest pain rated at a scale of 5 out of 10. The 2nd target lesion was a long lesion with pre-existing thrombus located in the distal right coronary artery (dist rca) extending into the right posterior descending artery (r-pda) with 99% stenosis and was 8mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with pre-dilation and placement of a 3.00x24mm taxus liberte stent. Following stent deployment, an edge dissection was noted, which was treated with placement of a 3.00x20 mm taxus liberte stent, overlapping proximally with the previously deployed 3.00x24mm taxus liberte stent. Residual stenosis was 0% following post-dilation. The 3rd target lesion was located in the prox rca with 70% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with direct placement of a 3.00x16mm taxus liberte stent, overlapping distally with the 3.00x28mm taxus liberte stent. Residual stenosis was 0% following post-dilation. At this time, the patient did not have any relief and continued to have chest pain. Thus 50mcg fentanyl IV was given for sedation. The 4th target lesion was located in the dist rca with 70% stenosis and was 5mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with direct placement of a 2.50x16mm taxus liberte stent, overlapping proximally with the 3.00x20mm taxus liberte stent. Residual stenosis was 0% following post-dilation. It was noted that the 2.50x16mm stent was also a bailout stent which was used to treat a dissection caused by the study stent. At the end of the procedure, the patient was noted to have acceptable chest pain and no further intervention was performed. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient returned to the cath lab for a staged procedure. The 5th target lesion was a de novo long lesion located in the proximal left circumflex artery (prox lcx) with 75% stenosis and was 8mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with direct placement of a 3.50x20mm taxus liberte stent, with 0% residual stenosis. The 6th target lesion was a de novo long lesion located in the distal left circumflex artery (dist lcx) with 85% stenosis and was 12mm long with a reference vessel diameter of 2.50mm. The physician treated the lesion with pre-dilatation and placement of a 2.50x24mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented to the emergency department with complaints of middle chest pain, associated with diaphoresis, nausea and vomiting. The patient was hospitalized on the same day. Cardiac enzymes were elevated consistent with protocol definition of myocardial infarction. 100% in-stent restenosis was found in the dist rca, which was treated with balloon angioplasty and placement of a 2.50x18mm non-bsc drug eluting stent, with 0% residual stenosis. 90% in-stent restenosis was found in the mid rca, which was treated with balloon angioplasty and placement of a 3.00x14mm non-bsc drug eluting stent, with 0% residual stenosis. At the time of the event, the patient was on aspirin but not on study medication. The study drug was last taken in sep 2012. Post tvr, the patient was restarted on prasugrel and was continued on aspirin. At the time of reporting, the event was considered as resolved without residual effects. The patient was discharged.